Manufacturer narrative:
Additional information was received that the patient underwent ipg replacement procedure and was doing well post operatively. No device malfunction was suspected. The explanted device was not returned to bsn.

Event description:
A report was received that the patient's ipg was not holding a charge. The patient will undergo ipg replacement procedure.

Event description:
A report was received that the patient's ipg was not holding a charge. The patient will undergo ipg replacement procedure.